Manufacturer narrative:
Follow-up received on 22-jul-2016: information received from a lawyer via legal claim states that, on or about june 2012, plaintiff visited her healthcare professional to inquire about permanent sterilization procedures. On or about (B)(6) 2012, she had two essure coils implanted into her body. After the implant procedure, plaintiff began to experience severe and chronic pelvic and abdominal pains. She thought the pelvic pain and abdominal pain might simply be part of the healing process associated with the essure insertion. On or about (B)(6) 2015, after months of constant pain and unnatural bleeding, she decided to seek a definitive solution to the bleeding and pelvic pains. She then underwent total hysterectomy and bilateral salpingectomy after recently learning that the coils may be the cause of all her symptoms. In addition, it was informed that the physical and mental anguish that plaintiff suffered during this period, as well as the necessity of undergoing such a drastic surgery to remove the coils, is a direct and proximate result of the failure to properly disseminate accurate information regarding the products. Without accurate information, she was unable to make an informed decision regarding alternative procedures. Company causality comment: this non-medically confirmed, spontaneous and legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced pain (she felt like her insides were ripping)/severe and chronic pelvic pains and was in and out of the hospital all the time. She also experienced unnatural bleeding. A total hysterectomy and bilateral salpingectomy was performed. These events, interpreted as pelvic pain and genital bleeding, are listed according to essure's reference safety information. After essure insertion abdominal/pelvic/uncharacterized pain and genital bleeding may occur. In this case, plaintiff reported intense pain with compromise of her daily activities and with need of hospital visits (unclear if she was admitted or not). Based on their nature, company considers these event as related to the suspect insert. This case was regarded as an incident since surgical intervention was performed. Additionally, non-serious event was reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2015-n-2781-0539, awareness date 14-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on unspecified date for birth control. Consumer stated she can't work to take care of her children because was experiencing too much pain and was in and out of the hospital all the time. She could not pick her kids up because it felt like her insides were ripping. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pain (she felt like her insides were ripping) after essure (fallopian tube occlusion insert) insertion. This event, interpreted as pelvic pain, is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported intense pain with compromise of her daily activities and with need of hospital visits (unclear if she was admitted or not). Although limited information was provided, since consumer related her pain to essure and as no follow-up will be possible; company considers this event as related to the suspect insert. As hospitalization (serious injury) cannot be formally excluded in this case, it was regarded as an incident. A product technical analysis is being sought. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 10-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment:this non-medically confirmed, spontaneous case report refers to a female consumer who had pain (she felt like her insides were ripping) after essure (fallopian tube occlusion insert) insertion. This event, interpreted as pelvic pain, is listed according to essure's reference safety information. After essure insertion abdominal, pelvic and uncharacterized pain may occur. In this case, consumer reported intense pain with compromise of her daily activities and with need of hospital visits (unclear if she was admitted or not). Although limited information was provided, since consumer related her pain to essure and as no follow-up will be possible; company considers this event as related to the suspect insert. As hospitalization (serious injury) cannot be formally excluded in this case, it was regarded as an incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there was no reason to suspect a causal relationship to a potential quality deficit based on this report. No active follow-up will be pursued, since this case was identified during health authority website monitoring.